Event description:
The customer reported that the surgeon had numerous issues with the 15 degree 3.0mm blade (B)(4) on his cataract cases. Several blades had to be opened on each case. There were burrs on each of the blades when they were opened from the package. No pt impact was reported.